Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted right ventricular (rv) lead developed a bend at the distal defibrillation coil and had possibly fractured from being pushed forcefully across the valve during a difficult placement attempt. A different lead was used to complete the implant. No patient complications have been reported as a result of this event.